Event description:
Additional information was received as follows: it was reported that the endurant limbs that were implanted on the right side have also migrated proximally. The cause of the migration is due to the tortuous aneurysm and right iliac artery. No endoleak was visible and the aneurysm was not enlarging when compared to the previous film; however, the aneurysm sac measure 10 cm in diameter. A secondary procedure will be performed possibly. A converter and fem-fem bypass to exclude the right side may be used, however, the physician was also considering explanting the stent grafts (ref MFR # 2953200-2011-01704).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration), patient's condition affected effectiveness of device (tortuous aneurysm and iliac artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (tortuous aneurysm and iliac artery).